Event description:
Additional information was received from the patient, reporting that their pain, swelling, headaches, low oxygen levels and vomiting could possibly be related to the change in weather. The patient was taking morphine to help resolve these issues as well as shutting the device off. It was reported that the issues however, have not been resolved.

Event description:
Additional information was received from a healthcare professional (hcp) reporting that they met with the patient on (B)(6) 2016 and the patient had neck pain. It was reported that the location of the discomfort was anterior and on the side of their neck; it also radiated to the scalp and shoulders. The pain was characterized as moderate in intensity, intermittent and shooting. Initial onset was several years ago. The precipitating event seemed to have been related to an injury on the job. The patient has medical history of a prior neck surgery (stimulator). Associated symptoms included a headache. It was stated that this past (B)(6) the patient had to go to the hospital because they could not control their pain. It was reported that the patient's o2 saturations dropped while in the ed between 85-88 percent. The patient was concerned about their oxygenation which seemed to be normal since that event. The patient was give morphine and zofran intravenously. The patient did notice that right before the event they had lower lip fasciculation and was given a prescription when they left the ed. The patient was feeling better since then. At their appointment on (B)(6) 2016 the following exams were done: general, eyes, ears/nose/throat, skin and psychiatric with no issues reported. The patient also saw a manufacturing representative. It was reported that the patient will return to the clinic on an as needed basis as symptoms persist.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted for spinal pain and head/neck (non-malignant) pain. It was reported that the patient noticed sometime in december that they were having pain that wouldn¿t subside and kept worsening. The patient went to urgent care the friday before christmas, where an x-ray was taken to check the leads. Everything looked fine. On the morning of (B)(6) 2016, the patient was swollen, had bad headaches, and was vomiting. The patient went to the emergency room, and it was noted that their oxygen levels were low (85-88). The patient turned their implantable neurostimulator (ins) off to have an EKG, and left the ins off. After leaving their ins off, it was noted that their oxygen levels rose to 95. The caller thinks that the patient¿s stimulation may be related to their oxygen levels. The patient¿s current managing physician has retired or moved away, so they have an appointment with a new physician on (B)(6) 2016 to address their issues.